Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found insulation abrasion from 26.6 cm to 27.7 cm from the distal tip exposing the proximal coil. The abrasion is consistent with that of exposure to friction with another implantable device. Partial lead was returned.